Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from an ak 96 machine during self-check. There was no patient involved. No additional information is available.